Manufacturer narrative:
Citation: novotny r et al. Failed tavi in tavi implantation: tavi dislocation followed by ensuing surgical graft resection. Case reports in cardiology. Volume 2017, article ID 5086586, 4 pages. Https://doi.org/10.1155/2017/5086586. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old patient with severe aortic stenosis who underwent implant of a medtronic 31-mm corevalve (serial number not provided). Following valve deployment, angiographic and ultrasonographic imaging showed valve malposition deep inside the left ventricle causing severe residual aortic regurgitation. For this reason, a second medtronic 31-mm corevalve (serial numbers not provided) was implanted. After deployment, the second valve dislocated into the aortic root, again with severe residual aortic regurgitation. At this point further intervention was contraindicated and the procedure was closed. Later a computed tomography (CT) and heart ultrasonography confirmed continued severe residual aortic regurgitation causing congestive heart failure. Subsequently, the patient underwent surgery to safely resect both valves from the aortic root and the ascending aorta. A new non-medtronic valve was successfully implanted. The patient recovered from the procedure without any further complications and was discharged on the 9th postoperative day with normally functioning aortic biological valve prosthesis. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events, and provided the patient's weight ((B)(6) kg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.